Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the scrub nurse loaded the cartridge to the stapler. She tried clamping the cartridge but it did not move. She had to change the cartridge to a new one. There was no patient involvement.